Event description:
A customer has reported a malfunction (in 2002) involving the multiview workstation - with telemetry monitoring option. The device apparently stopped without obvious reason. The reported concern is unclear, but the device apparently ran normally 2 hours later. The customer was concerned about the incident, because patients were not being monitored. A similar problem had been observed by the customer in 2001. The main power on/off switch and cpu power supply were replace in july 2002, with no further problems of this nature being observed.